Event description:
It was reported that a spectrum pump did not infuse and infusions were running slower than the programmed rate after an upstream occlusion in the blake 8 cardiac surgical intensive care unit (ICU). It was also stated that keeping 24 inches was not conducive to the ICU and there was anticoagulation and hemodynamic issues. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As described in the instructions for use (IFU) it is imperative to fully resolve any upstream occlusion before restarting the pump after the occurrence of an upstream occlusion alarm. Common causes for an upstream occlusion include: improper IV container spiking, incomplete blue slide clamp removal from spectrum keyhole, incomplete disengagement of blue slide clamp completely from IV tubing, kinked or collapsed IV tubing above spectrum pump, upstream roller clamp (if present) not released, and, improperly vented IV tubing with rigid or semi-rigid containers. After an upstream occlusion alarm, failure to fully resolve any upstream occlusion before restarting the pump can cause the pump to not re-alarm as expected. The pump adjusts occlusion detection after the user acknowledges an upstream occlusion alarm; for the remainder of that infusion, the upstream occlusion alarm will not alarm per its baseline settings. If an upstream occlusion persists after the clinician does not fully resolve the occlusion, the alarm may not recur as expected. The manufacturer also warns that if an upstream occlusion remains after the run/stop key is pressed, the pump may appear to be infusing normally, though it may be infusing below the programmed rate or not infusing at all. Therefore, the user should not press the run/stop key prior to inspecting the IV set line and resolving the occlusion.the performance of the spectrum iq infusion system is influenced by the forces of gravity on the fluid being administered to the patient. The pressure forces associated with the fluid¿s head-height cause deviations in the nominal specification for device flow rate accuracy. The nominal head-height used for the flow rate specification is 24 ± 2 in. The reported event of the spectrum pump delivered at a lower rate or volume than programmed is likely related to use error ("keeping 24 inches was not conductive to intensive care unit (ICU)"). There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.